Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was missing on the patient order. The technical support specialist logged into mql and found that the item was not listed. The nurse stated that the script had been sent. The specialist advised the client that they would need to speak with the pharmacy for further assistance. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication was missing on the patient order. The customer stated that the malfunction occurred when a user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.